Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt's air and bone conduction thresholds were inside the snhl indication criteria for vibrant soundbridge before implantation. During this year, the pt's hearing performance had deteriorated due to progressive hearing loss. The pt was reimplanted with cochlear implant.